Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was having fluctuating blood glucose (bg) levels. The patient's father stated he is not announcing meals, and this is causing elevated bg. The ilet then over corrects to bring bg back down. The bg went low, and the patient treated with fast-acting carbs. The agent emphasized importance of announcing meals, and father verbalized understanding. There were no symptoms reported as a result of this event.